Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis. The sample was visually inspected under normal conditions of illumination and delamination was found in both joins of the filter with the tube. Leak testing was also performed using hydrostat vessel to look for unusual functions and leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during infusion of veletri a smiths medical cadd extension set was leaking at the air filter after two (2) days of use. It was reported that the tubing was changed when the leak was detected. No adverse patient effects were reported.